Event description:
It was reported that during a tka procedure, after adjusting the plan two times after the initial distal femur cut was made (the lateral distal cut changed by 0.5 mm, and when the trials were put on and marked on, the leg was not secured in the leg holder, so the leg and trial both spun out), they came back to bur all screen to revise distal cut and the lateral condyle was completely red after running the bur along its surface. The surgeon then aborted the case and continued with manual procedure. There was a delay of greater than 30 minutes.

Manufacturer narrative:
G3, h2, h3, and h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned, the software files were downloaded from the device and provided for investigation. It could not be confirmed whether the lateral condyle was completely red after running the bur along the surface because there were no screenshots showing the actual cuts made. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No further medical assessment is warranted at this time.should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Although red bone of the distal lateral condyle could not be confirmed, further review of the screenshots was conducted. It was confirmed that the user had added .5 mm to the lateral condyle after already having cut the femur. Again, because the femur cut screens do not show cut bone, it cannot be confirmed whether the lateral condyle had yet been cut prior to the plan adjustment. The screenshots show the use of the plane visualizer tool of the distal femur. However, the complaint description does not include any statements regarding its use, and it cannot be confirmed if the plane visualizer tool was on the bone because it is a live read-out. The case was put in casevisualizer, where it was confirmed that the checkpoints were not on the bone, but likely on the clamps. Possible scenarios that could have led to the red bone after the leg and trial had spun out could be due to any of the following: after femur cut, the plan had adjusted the distal lateral resection depth from 6 mm to 5.5 mm. It cannot be confirmed whether the distal lateral condyle had been cut prior to the plan change (screenshots do not show cut bone). However, if the distal lateral condyle had been cut prior to the second adjustment, then the distal lateral condyle would be red when running the bur along its surface. This is because the .5 mm of bone would have already been resected due to the initial plan that resected 6 mm of bone. The surgical technique guide states that during bone preparation, the user executes the surgical plan as generated from the implant planning stage. There may have been unintended bone loss if trauma was inflicted on the distal femur when the leg and trial had spun out. Therefore the bone would be red when running the bur along the affected area. Because the checkpoints were not taken on the bone, but likely on the clamps, bone tracker movement is a possible contributing factor. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. Red bone could also be indicative of drill displacement, where the drill unlocked from the handpiece and the snaplock no longer has control over the drill. If this occurred, the system would show a virtual over-resection of the bone. In reality, the bur would be further away from the bone, and the physical bone would be under-resected to what the virtual model shows. Refer to the navio user¿s manual for proper drill attachment to the handpiece. Ensure that the arrow on the drill is shown on the left side, from the rear perspective (9:00 position). Hold the drill by the main body and push inward until it can go no further, while simultaneously rotating clockwise. Twist the drill body until it snaps into place. This situation was captured in the navio risk assessment released at the time of the complaint. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.